Event description:
The customer reported that the gastrointestinal videoscope had objects in the image. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.